Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day of the implant procedure, pauses in implantable pulse generator (ipg) pacing were observed. It was noted there were no clinical actions taken; additional information has been requested, however, is not available at this time. No patient complications have been reported as a result of this event.